Manufacturer narrative:
The device was checked. The measurement wire for the propex iq has a cable breakage.

Event description:
In this event it was reported that while using an x-smart iq in conjunction with a propex iq apex locator, it was giving incorrect measurements. The event outcome is unknown as of this MDR evaluation.